Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: there were unexplained power interruptions observed in the pump's black box. There was a crack at battery compartment traveling up from the case seal. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to power circuit.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump could not turn on. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.